Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 22 log entries between the (B)(6) 2011 and the (B)(6) 2015, the longest of which lasted 4 minutes 28 seconds duration. Manual power ups of less than one minute duration are recorded between (B)(6) 2016. Investigation was unable to replicate or find conclusive evidence of the reported fault. The multiple manual power ups of less than one minute duration would suggest the device was switching on automatically and the user was intervening to switch the device off via the on/off button. Therefore no 10 minute time outs were recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.